Manufacturer narrative:
The last calibration performed on (B)(6) 2023 showed no indication of a general instrument or reagent issue. Quality control on the day of the event were within range. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs stat assay on a cobas e 411 immunoassay analyzer. No questionable results were reported outside of the laboratory. The sample initially resulted in a troponin t value of 6.98 pg/ml. The sample was repeated twice, resulting in values of 3.57 pg/ml and 3.91 pg/ml. The troponin t reagent lot number was 596381, with an expiration date of 31-mar-2023.